Manufacturer narrative:
Additional manufacturer narrative - the device was not returned to manufacturer as it remains implanted. Without receipt of the device no definitive conclusion can be drawn regarding the clinical observation. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards learned of a 25mm bioprosthetic aortic valve that required valve in valve intervention due to aortic stenosis. The patient was implanted with a 26mm transcatheter valve after an implant duration of seven (7) years and six (6) months. There were no reported complications. The patient is noted as doing well.